Event description:
It was reported that touchscreen was scratched and damage extended underneath screen protector while pump remained usable. There was no reported impact to the customer¿s blood glucose level. Caller was informed that pump could continue to be used for insulin therapy, and caller acknowledged and understood instructions.